Event description:
It was reported that the device was explanted after 19 months due to reaching eri (elective replacement indicator). After the device interrogation, the doctor felt there was evidence of a 'malfunction in battery impedance and voltage'. No patient complications were reported as a result of this event.